Event description:
It was reported that pump experienced malfunction indicated by malfunction code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump within warranty, provided storage mode and return instructions for problematic pump, confirmed shipping details, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.